Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds. After 5-6 positions were attempted, the helix mechanism could not be extended inside the patient. The lead was removed from the patient, and the helix mechanism was tested on the table; however, attempts to extend the helix were unsuccessful. The lead was exchanged for a new one of a different model to complete the procedure. It was noted that the replacement lead exhibited normal measurements. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds. After 5-6 positions were attempted, the helix mechanism could not be extended inside the patient. The lead was removed from the patient, and the helix mechanism was tested on the table; however, attempts to extend the helix were unsuccessful. The lead was exchanged for a new one of a different model to complete the procedure. It was noted that the replacement lead exhibited normal measurements. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break approximately 20 mm from the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.